Event description:
It was reported that the patient underwent an explant procedure of the superion implant device for an unknown reason. The device will not be returned for analysis as it was disposed of by the facility.

Event description:
It was reported that the patient underwent an explant procedure of the superion implant device for an unknown reason. The device will not be returned for analysis as it was disposed of by the facility. Additional information was received that the reason for the explant was migration.